Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella device for mechanical circulatory support. It was reported that the pump was not streaming to the aic (automated impella controller). The IFU was followed and the backup controller was used. There was no reported harm or injury to the patient.